Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had an insulation damage. It was indicated that the insulation was damaged probably with cautery. This rv lead was abandoned surgically. No additional adverse patient effects were reported.